Event description:
The customer contacted stryker for preventive maintenance of their device. During evaluation stryker observed that customer's device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and verified that the device would not power on. The issue was isolated to the system pcb assembly. It was confirmed that the device can not be repaired. The device's dispositioning is pending customer decision.

Manufacturer narrative:
The device was returned to the customer unrepaired per their request.

Event description:
The customer contacted stryker for preventive maintenance of their device. During evaluation stryker observed that customer's device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.